Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the cage was confirmed to be fractured upon visual inspection. Device history review indicated all released units met specifications. The device is more than 10 years old. The device integrity may have been compromised due to the age of the device and the precautions taken in handling, cleaning and storage. Conclusion: the device integrity may have been compromised due to the age of the device and the precautions taken in handling, cleaning and storage. The plausible root cause of this event is normal wear and tear.

Event description:
It was reported that; the plif cage broken during insertion using cage holder. The surgeon use another cage to complete the operation.

Event description:
It was reported that; the plif cage broken during insertion using cage holder. The surgeon use another cage to complete the operation.